Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, approximately 3 years of implant of a 23mm sapien 3 valve in an existing surgical aortic valve, the valves were explanted. A new surgical valve was implanted. The reason for the valve explant was reported to be valve stenosis with an aortic valve area (ava) of 0.7mm and a gradient of 37 mmhg.

Manufacturer narrative:
Corrected h.6 investigation findings and investigation conclusion.

Manufacturer narrative:
The explanted sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Medical record review revealed during the operation to explant the surgical valve and sapien 3 valve, it was reported that all struts were fused onto the aortic wall. The sapien leaflets were significantly calcified and restricted. Both aortic valves were explanted followed by meticulous debridement. A 23mm surgical valve was then implanted in the aortic position. Observations of the mitral valve indicated a ring was in place, the leaflets were significantly thickened, and motion was restricted with mild-moderate calcification. The mitral prosthetic ring was explanted, and debris was meticulously debrided. The entire anterior leaflet was removed. The implantation of a non-edwards surgical valve in the mitral position was performed. Pre-op tee revealed an lvef of 10-20%, mild aortic insufficiency, severe aortic stenosis, moderate-severe mitral regurgitation, moderate mitral stenosis, and trace tricuspid regurgitation. Post-op tee revealed an lvef of 10-20%, the aortic and mitral valves were seated well, and no paravalvular leak (pvl) was reported. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the complaint was confirmed based on medical record review. Based on the limited information provided, the root cause for the valve calcification approximately 3 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.